Event description:
The reporter, a home care nurse, did meter to hcp meter comparison tests, within 5 minutues. Reporter's pt's meter reading was 367 mg/dl, and the hcp meter (type not provided) read 160 mg/dl. No symptoms were reported. A control test was not done at that time due to lack of supplies. On follow-up, the hcp rptr did a control solution test with new supplies, with results in range, but did not have the actual numbers. No harm was alleged.